Event description:
Femural canal was prepared, final broach used size 14. When they inserted the final stem size 14 it was far too tight, in particular in the distal third. They had to remove it (with some difficulty) and implanted a size 13 causing a significant delay to the surgery time.